Event description:
Device 2 of 2. The pt received 2 scs leads with different lot numbers. Reference MFR report: 1627487-2012-03442. It was reported the pt was not receiving stimulation on her right side. During a revision it was found that the scs lead had coiled outside the epidural space. Follow-up identified the scs lead was replaced and the pt is not receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.